Event description:
It was reported that this cardiac resynchronization therapy defibrillator lead recorded a red alert due to high out of range impedance measurements on the shock channel of this right ventricular lead. This raise has been happening for a year prior to the event date. It was discussed that the patient should be brought to the health care facility for evaluation. The patient was evaluated in the health care facility where a defibrillation threshold test and device reprograming was performed. This device remains in service. No further adverse patient effects were reported.